Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an allergic reaction that caused itchiness at the sensor site, caused by the clear adhesive patches. According to the user, the first time the symptoms appeared was on (B)(6) 2025.the user was not able to share the adhesives information as lot number or expiration date.the user's hcp was aware of the event and prescribed with flonase over the area where they felt itchiness.per dms, user is not using the system since (B)(6) 2026 at 10:14 am, when they got the sensor removed.